Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared, which was understood and acknowledged.